Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that upon interrogation, non-sustained lead noise was observed after receiving a patient notifier. Undersensing was noted. Programming changes were recommended. The device remains implanted and will be monitored.